Event description:
(B)(6) will not comply with a request for information pursuant to 21cfr (B)(4) for the minicat CT scanner, k032243. (B)(6) also has removed the disk drives from a minicat system making that system unable to perform as it is intended to do.

Event description:
(B)(4). Status: active date of registration status: 2012. Refuses to comply with a request for instructions compliant with 21cfr 1020.30, 1020.33 and 820.170. This has been reported previously, but no action has been taken by cdrh.